Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) system presented to the emergency room (ER). At the ER the physician completed an interrogation and requested review of device data. Technical services advised inappropriate anti-tachycardia pacing and multiple inappropriate shocks were delivered due to rapid ventricular response. Therapy was exhausted. This ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.